Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 01/2021).

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure, at the fourth sample attempt the device allegedly failed to prime. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation, the top slide self-activated during functional testing after collecting samples successfully. An x-ray taken of the device with the top slide in the primed position showed that the cannula tangs were not fully engaging with the device housing. Upon disassembly, it was noted that the left bumper was bent by the stylet spring. Based on the finding that the top slide self-activated, the investigation is confirmed for self-activation in addition to the reported failure to prime. The left bumper bent by the stylet spring may have contributed to the identified incomplete cannula tang engagement. Additionally, incomplete cannula tang engagement likely contributed to both the reported failure to prime and identified self-activation. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date 01/2021.

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure, at the fourth sample attempt the device allegedly failed to prime. Another device was used to complete the procedure. There was no reported patient injury.